Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional info from the importer report: (B)(6) 2013; uretex to urethral support system, catalog: unknown, lot: unk; (B)(6). Attorney.

Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional info from the importer report: additional info has been requested, but not yet received.

Event description:
Per additional information received,as per pfs, ¿outcome attributed to device includes, pain, erosion and dyspareunia¿